Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the night bag did not drain any urine, there appeared to be a vacuum issue. The patient alleged discomfort and bleeding from the experience. There was no medical intervention reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿your local authority may have a ¿soiled dressings collection service¿. You can fi nd out by contacting your loal council offi ces or your doctors surgery. If this service is not available, you can dispose of your used bags through the refuse collection service. ¿ empty the bag before you dispose of it ¿ wrap the bag in several layers of newspaper or in a plastic bag and seal the wrapping securely before you place it in the dustbin ¿ do not incinerate any used bags or other equipment indoors ¿ used items must not be fl ushed down the toilet, as this could cause a blockage to the sewage system"

Event description:
It was reported that the night bag did not drain any urine, there appeared to be a vacuum issue. The patient alleged discomfort and bleeding from the experience. There was no medical intervention reported.